Event description:
Patient called in to report that the therapy cable is not recognizing either garment, so will not boot up completely. Wcd role in the event is pending evaluation of to-be-returned device.